Manufacturer narrative:
(B)(4).

Event description:
It was reported that during replacement surgery, the device pocket was black inside. When the pocket was irrigated, particulate that looked like metal came out of the pocket. The new device was placed. Impedance readings were high, but not out of range. Troubleshooting was done. At the patient's first appointment following surgery, impedances were fine with great stimulation.